Manufacturer narrative:
Due to the additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation (disposed). If there is any further relevant information obtained, a supplemental medwatch will be filed. Correction to the initial MDR in block(s) other relevant history (b7), in section b - adverse event or product problem.

Event description:
It was reported that edema and possible tissue injury occurred. It was reported that versacross connect access solution for faradrive was selected for concomitant procedure (watchman left atrial appendage closure (laac) and pulsed field ablatio (pfa)). Prior to the pulse field ablation (pfa) part of the procedure, intracardiac echocardiography (ice) confirmed no pericardial effusion and no thrombus within the left atrial appendage (laa). Pulmonary vein isolation and posterior wall isolation were completed using the farapulse system. Following completion of the ablation and post-ablation mapping, a watchman trusteer access system (was) was inserted and advanced into the left atrium. The rf wire from the farawave/ versacross connect (vcc) system was exchanged for a pigtail catheter, which was positioned in the laa under ice guidance. A transesophageal echocardiogram (tee) probe was then introduced to obtain ostial measurements in preparation for the watchman portion of the procedure, which then revealed edema on the limbus tissue between the left upper pulmonary vein and the laa. There was also concern for a small mobile piece of tissue on the appendage side of the limbus ridge. The physicians elected to cancel the laa closure portion of the procedure and defer device implantation to a later date. The patient was discharged the same day (on (B)(6) 2026). In the physician's opinion, the edema and possible tissue injury was from the pfa portion of the procedure. It was further reported that the wire from the versacross connect system was within the body after the ablation and put into the superior pulmonary vein (lspv) to exchange the faradrive sheath for the trusteer access system. Once the trusteer access system was in the left atrium (la), the dilator was removed and the non-boston scientific pigtail catheter was inserted over the rf wire before the wire was removed from the body. The edema was observed once the rf wire, trusteer, and pigtail catheter were inserted into the la. The versacross device was not thought to have caused any issues or malfunction during the procedure. The physician did not believe the access solutions contributed to the patient complication. Faradrive sheath was not thought to have caused the complication. Patient was hemodynamically stable. There were no issues with the transseptal portion of the procedure.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that edema and possible tissue injury occurred. It was reported that versacross connect access solution for faradrive was selected for concomitant procedure (watchman left atrial appendage closure (laac) and pulsed field ablatio (pfa)). Prior to the pulse field ablation (pfa) part of the procedure, intracardiac echocardiography (ice) confirmed no pericardial effusion and no thrombus within the left atrial appendage (laa). Pulmonary vein isolation and posterior wall isolation were completed using the farapulse system. Following completion of the ablation and post-ablation mapping, a watchman trusteer access system (was) was inserted and advanced into the left atrium. The rf wire from the farawave/ versacross connect (vcc) system was exchanged for a pigtail catheter, which was positioned in the laa under ice guidance. A transesophageal echocardiogram (tee) probe was then introduced to obtain ostial measurements in preparation for the watchman portion of the procedure, which then revealed edema on the limbus tissue between the left upper pulmonary vein and the laa. There was also concern for a small mobile piece of tissue on the appendage side of the limbus ridge. The physicians elected to cancel the laa closure portion of the procedure and defer device implantation to a later date. The patient was discharged the same day (on 17feb2026). In the physician's opinion, the edema and possible tissue injury was from the pfa portion of the procedure.